Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic minimed 670g is a FDA approved hybrid closed-loop (hcl) system that automatically modulates insulin delivery every five minutes based on continuous glucose monitor (cgm) values and reduces the occurrence of hypoglycemia in patients with type 1 diabetes (t1d). The article discussed the topic of suicide by intentional insulin overdose using the 670g. The case of a (B)(6) year old male with a history of 20 years of t1d (hba1c of 7.5% to 8%) and who was using the medtronic 670g for 18 months was highlighted. He had no diabetic microvascular complications and took a statin for hyperlipidemia. He had been using citalopram for depression for one year, which was then tapered off three months before the incident. Around 8:30 am on the day of his death, he disabled hcl auto mode and dosed about 180 u of insulin (twice his total daily insulin requirement) within 45 to 60 minutes. The cgm glucose started to rapidly decrease between 8:45 and 9:45 am and he may have become unconscious around 10:45 am. Despite his cgm glucose being undetectable, he continued to receive basal insulin at the preset rate of 1.5 u/h. He was later found unresponsive at 7:00 pm, resuscitated, and kept in intensive care for two days until he was declared brain dead and was removed from life support. This case illustrated the psychological challenges in patients with t1d and the limitations in even the most advanced technologies. The patient disabled hcl auto mode before administering multiple boluses, however the researchers believe that even enabling auto mode may not have changed the outcome since the 670g exits auto mode for sustained hypoglycemia and minimum basal insulin delivery.